Event description:
It was reported that the ilet pump screen was only partially visible, though the user could still press the screen and continue operating the device. Symptoms included no reported clinical effects or glycemic events. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included a complaint intake review and eligibility assessment for replacement under warranty. Investigation of this case revealed a damaged or malfunctioning display component and that warranty coverage was void, with the prior device not available for return. It was concluded, based on previously established findings for similar reports, that user-related factors and out-of-warranty status were the likely contributors, with no evidence of a device-related injury.